Event description:
It was reported that, concern reported by the surgeon about the inferior quality of the new surgical gloves that are being provided. Per surgeon report, the new required surgical gloves do not function appropriately. They slide down on the forearms allowing strike through of patient blood directly onto the skin of the surgeon's distal forearms. In addition, they are slippery and interfere with tactility and sizes are inconsistent. The fingertips stretch out and become loose while other portions of the glove do not, making for a very poor surgical experience. These gloves are not up to the quality needed for patient care and safety of both patients and or staff and surgeons.

Manufacturer narrative:
It was reported that concern reported by the surgeon about the inferior quality of the new surgical gloves that are being provided. Per surgeon report, the new required surgical gloves do not function appropriately. They slide down on the forearms allowing strike through of patient blood directly onto the skin of the surgeon's distal forearms. In addition, they are slippery and interfere with tactility and sizes are inconsistent. The fingertips stretch out and become loose while other portions of the glove do not,making for a very poor surgical experience. These gloves are not up to the quality needed for patient care and safety of both patients and or staff and surgeons. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.